Event description:
Pump battery was reported to be uncharging, despite using the correct charging cable and wall adapter, even after attempting various wall outlets and alternate cables. Customer¿s blood glucose level was not reported. Tandem technical support instructed the customer to deplete the battery before returning the pump and confirmed its replacement was needed. Customer chose not to disclose the backup therapy in place. Replacement pump was sent with instructions for returning the defective pump within 10 days.